Event description:
It was reported that during a lap appendectomy procedure, the staples did not completely form on the original firing. No buttressing material was being used. The device was reloaded with a blue cartridge and it worked fine to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.